Event description:
Patient complained the tape is not sticking. We are going to send the surgical doth tape entered to see if this one will work for patient. No adverse effects reported from tape not sticking. Unknown if product is still on hand. Lot number and expiration date are unknown. Spontaneous call - no further information provided. Reported to (B)(6) by: patient/caregiver.